Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so; the malfunction did not recur, allowing the customer to continue using the pump with instructions to report any future recurrence.